Event description:
Reporter indicated that vns pt had passed away and that the death was not related to the vns. Exact cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.